Event description:
A 28 mm diameter x 16 mm diameter 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2002. The diameter of the proximal non-aneurysmal neck was 24 mm and vessel morphology was unk. The pt has a history of coronary artery disease and pulmonary disease. It was reported that the pt had a type I endoleak and was scheduled for repair with a cuff pending insurance coverage. The pt went to see another physician and in 2003, the aneurysm was reported to have enlarged to 7.8 - 8-0 cm in diameter. An angiogram was performed and it was noted that there was a type I endoleak in the extension graft on the right side, which could not be precisely identified. There was also a new large 4 cm aneurysm in the right common iliac artery. The second physician felt it would be better for the pt to consider surgical resection and consequently explanted the stent graft. The explant procedure was completed and no additional clinical sequelae were reported. The pt was sent to the intensive care unit in stale condition. The explanted stent graft was discarded and will not be returned to medtronic.